Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically a cgm error 42. There was no adverse impact on the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through resetting the pump. After the reset, the cgm error code did not display again, and the caller successfully started their sensor session.